Event description:
Additional information received reported the patient was scheduled for surgery for a battery replacement two days following the report.

Event description:
Additional information recieved reported good stimulation.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found the stimulator ins battery was at end of service due to three overdischarges. Analysis of the plug (lot# n069293) found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was at end of service (eos) / end of life (eol). The reporter stated that this was because the patient had her third overdischarge. The reporter intended to continue to charge and clear the power on rest (por) so that impedances could be checked. The patient last felt stimulation on (B)(6) 2013. Three days later it was reported that the primary reason for overdischarge was patient compliance. A physician mode recharge (pmr) was performed and the device was at eos. A replacement had not occurred or been scheduled. The patient had no stimulation.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 355029, lot # n069293, implanted: (B)(6) 2006, product type accessory; product ID 377760, lot # v010262, implanted: (B)(6) 2006, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger. (B)(4).

Event description:
It was further reported that product explant and replacement was competed on (B)(6) 2013 and the device would be returned to the manufacturer. It was noted there was no alleged product issue, and impedance testing was performed. It was logged the battery replacement was completed due to multiple overdischarges, and the patient had lost stimulation back in june. It was reported the patient status at the time of the report was alive with injury and the injury was the incision. It was noted the patient symptom associated with the event was a loss of stimulation in her head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
Additional information received reported the neurostimulator was returned. "Head pain and "right wast" were also reported.